Event description:
It was reported that ¿the patient with l4 spondylolisthesis underwent a tlif at l4-l5. Reduction set screws were used for l4 fusion and when breaking off the l4 right set screw, the tip of the set screw breaker broke.¿ no patient complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~4 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.